Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses developed baker grade IV capsular contracture in both of her breasts post implantation. Additionally, rupture of the right breast prosthesis was diagnosed via imaging. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 150cc gel breast prosthesis and a mentor memorygel breast implant 200cc gel breast prosthesis on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture, right breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses developed baker grade IV capsular contracture in both of her breasts post implantation. Additionally, rupture of the right breast prosthesis was diagnosed via imaging. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 150cc gel breast prosthesis and a mentor memorygel breast implant 200cc gel breast prosthesis on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture, right breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).